Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the pump module infused vancomycin over approximately 66 minutes, when it was supposed to go in over 90 minutes in the surgical pcu. There as no patient harm.

Manufacturer narrative:
The customer¿s report that a vancomycin infusion had infused over approximately 66 minutes when it was expected to go over 90 minutes could not be confirmed. The event logs showed that the secondary infusion was initially programmed for a duration at 90 minutes but the vtbi was increased from 275ml (duration of 90 minutes) to 350ml a few seconds later for a duration at approximately 2 hours. The actual bag volume was unknown. The infusion was terminated early approximately 66 minutes after starting; however the cause for the early termination or the actual bag volume could not be ascertained from the logs. The total volume infused for the secondary infusion was recorded at 171.4ml. The pump module had no malfunctions and infused within specification. The incident disposable sets were not returned for investigation. The root cause of the customer¿s reported experience could not be identified.

Event description:
The customer reported the pump module infused vancomycin over approximately 66 minutes, when it was intended to infuse over 90 minutes in the surgical pcu. There as no patient harm.